Event description:
It was reported that the insulin pump alarmed motor error during bolus delivery. It was stated that the alarm has occurred multiple times. The device was not exposed to a magnetic field. Customer does not use the sensor feature and is able to complete the rewind sequence. It was also reported that the top of the battery compartment is cracked. Blood glucose value is 461 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No motor error alarm was noted. The insulin pump was unable to prime during the prime test due to moisture damage at the force sensor resistor. The functional testing could not be completed due to the prime anomaly. The motor was tested outside of the device and passed. The insulin pump had cracked battery tube threads, a cracked reservoir tube lip, minor scratches on the display window, cracked case at the display window corner and a missing end cap sticker.